Manufacturer narrative:
H.6. Investigation summary: DHR review was performed on lot number 9067998; the lot number was built / packaged on afa line 1 from 11mar2019 thru 18mar2019 for a quantity of (B)(4). Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings on the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received four unused nexiva 20ga units in sealed packages and two package labels from catalog number 383517, lot number 9067998. Visual/microscopic evaluation: the pinch clamp was missing from all four returned units. Conclusion: manufacturing: the defect other (missing pinch clamp) was identified and confirmed with the returned units. A definite source that caused the units to be packaged without the pinch clamp is unknown. The pinch clamp is threaded onto the extension tubing in zone 7 and passes through a sensor that detects for pinch clamp presence. Downstream in the process, the fully assembled device is 100% inspected by a vision system for missing components, including missing pinch clamp. The system is challenged on a regular basis to ensure proper functioning.

Event description:
It was reported that bd nexiva¿ single port 20ga 1.25in catheters tubing clamps are missing. This occurred on 6 occasions. The following information was provided by the initial reporter: material no.: 383517, batch no.: 9067998. It was reported the catheters are missing the roller clamp. Verbatim: nexiva IV caths 383517 that are missing the roller clamp. So far it is lot number 9067998 that we have found. I have 6 ea so far.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ single port 20ga 1.25in catheters tubing clamps are missing. This occurred on 6 occasions. The following information was provided by the initial reporter: material no.: 383517, batch no.: 9067998. It was reported the catheters are missing the roller clamp. Verbatim: nexiva IV caths 383517 that are missing the roller clamp. So far it is lot number 9067998 that we have found. I have 6 ea so far.